Manufacturer narrative:
Customer discarded the product.

Event description:
The user facility reported that the device's battery pack overheated and melted the plastic covering after the procedure when it was cut from the bag. There was no delay, no medical intervention, and no adverse consequences.